Event description:
A customer observed a falsely elevated troponin I outlier result on a patient sample. The result was not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with the assay did not perform as expected. A field engineer determined that the signal reagent subsystem was not performing optimally, and replaced the sr pump assembly. Follow up with the customer has indicated no additional precision issues. The root cause of the event is instrument related.